Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures and bilateral breast pain, post-procedure. The left rupture was initially diagnosed via physical but was also confirmed via ultrasound. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant has been reported under mrn: 1645337-2021-11876.